Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient's husband reported that the patient was experiencing increased pain, headache, leg spasms and other symptoms since (B)(6) 2017. It was later reported on (B)(6) 2017 that a catheter access procedure (cap) study was performed. During the cap study, the physician could not aspirate fluid from the cap port. The physician decided to inject dye and it was observed that the dye could be clearly seen throughout the catheter pathway. It was concluded that there may have been an occlusion at the catheter tip that was cleared by the injection of dye.